Manufacturer narrative:
Age(s)/date(s) of birth: unknown, not provided gender/sex(es): unknown, not provided. Date of event: unknown, not provided catalog #: a complete catalog # is unknown as the product serial #''s were not provided expiration date: unknown as the product serial #''s were not provided UDI #: unknown, as the product serial #''s were not provided. If implanted; give date: unknown, not provided if explanted; give date: not applicable; the lenses remain implanted. Telephone number: (B)(6). The devices are not returning for analysis as they remain implanted. There were no serial numbers reported for the devices; therefore, no further investigations can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date(s): unknown, as the lot number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. (B)(4).

Event description:
Literature title: outcomes of combining a trifocal and a low-addition bifocal intraocular lens in patients seeking spectacle independence at all distances. Authors: imane tarib, md, vasilios f. Diakonis, phd, detlev breyer, md, fabian h¿ohn, md, ursula hahn, bsc, florian t.a. Kretz, mdimane tarib, md, vasilios f. Diakonis, phd, detlev breyer, md, fabian h¿ohn, md, ursula hahn, bsc, florian t.a. Kretz, md. J cataract refract surg 2019; 45:620¿629 q 2019 ascrs and escrs. The publication reports 56 patients (eyes) reported mild halos and glare, 28 reported moderate halos and glare; 15 patients reported noticeable sensitivity to light. On the (B)(6) daily task evaluation questionnaire, 38 patients (90.48%) said they could perform their usual activities, 19 patients (45.24%) said they were satisfied with the surgery, 33 patients (78.57%) said they would use the same iols again, and 38 patients (90.48%) said they would recommend the surgery to a friend. Regarding photic phenomena, 23 patients (54.76%) said they were not sensitive to light during the day and 15 patients (35.71%) reported ¿noticeable¿ sensitivity to light at night. Fifteen patients (35.71%) reported noticeable halo; 23 patients (54.76%) said halo impaired driving in traffic ¿a little¿ and 19 patients (45.24%) said it impaired activities in everyday life. Of the patients, 23 (54.76%), 27 (64.29%), and 15 (35.71%) said they had no vision problems in bright light, normal light, or dim light, respectively. Thirty-four patients (80.95%) reported being able to read a newspaper without spectacles, 42 patients (100%) said they could drive during the day without spectacles, and 23 patients (54.76%) reported being able to work on a computer and drive at night without spectacles. Thirty-two patients (76.19%) said they did not wear spectacles for near-distance activities, and all patients reported being spectacles independent for intermediate and far distances. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.